Event description:
It was reported by repair work order that the zoom feature was slow to stop when releasing the drive handles and slow to start. Upon inspection of the unit by the service technician, it was identified that the load cell was defective.

Manufacturer narrative:
Zoom; load cell.

Event description:
It was reported by repair work order that the zoom feature was slow to stop when releasing the drive handles and slow to start. Upon inspection of the unit by the service technician, it was identified that the load cell was defective.